Manufacturer narrative:
Exact date unknown, event occured a week before the date the manufacturer became aware of the event in (B)(6) 2020.

Event description:
It was reported that the patient was unable to get low back or leg coverage and only feels stimulation in the ribs and abdomen. A reprogramming was completed unsuccessfully. A thoracic x-ray was taken and no lead migration was noted. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted lead was discarded.